Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a hemostasis procedure performed in 2008 (patient gender, age, and weight are unknown). According to the complainant, the needle would not retract during preparation. The case was completed with a non-boston scientific heater probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The product was received in its original tray; no anomalies noted. The reported complaint was confirmed. The injection gold probe device was actuated and the needle extended and retracted, but at 2 loops the needle could not retract all the way. The device was disassembled and the needle hypotube assembly was found bent. The hypotube was severely bent at several locations along the entire length of catheter. The severely bent hypotube impeded the needle from retracting. The device was forcibly actuated bending the hypotube needle assembly. The most probable root cause of this defect is handling damage.